Event description:
It was reported to boston scientific corporation that six weeks after an anterior pelvic floor repair procedure in 2009, using a pinnacle anterior/apical pfr kit, the pt presented with mesh exposure running the entire length of the incision/suture line. The pt is not reporting pain, but she has not had intercourse, and the physician is concerned [that the exposure developed]. The physician prescribed an "aggressive" estrogen cream, and after two weeks, the exposure was noted to be "getting better."

Manufacturer narrative:
Info was completed by the MFR based on info obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.